Event description:
Newborn resuscitation bed allows for o2 monitoring. At delivery, the newborn was stunned, not as responsive with color and tone. Upon application of pulse oximeter, the bed did not give a reading. Fortunately, the baby's color improved and was able to maintain heart rate and respiratory rate. Pulse oximeter on bed didn't pick up initially but later started working. No harm to baby.